Manufacturer narrative:
Correct contact address: 3000 minuteman road (B)(4).

Event description:
The customer reported the device failed the crossover circuit test. No patient involvement reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.